Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the proximal pressure line disconnect alarm sounded during clinical use. The customer reported there was patient involvement at the time the issue was discovered. No patient or user harm reported. The service engineer performed an operational check and functionality test and confirmed that the reported issue was unable to be confirmed. The service engineer performed an operational check and functionality test which confirmed that there was no abnormality, and the reported issue was unable to be confirmed. A second periodic maintenance would be performed awaiting the customer's order. If additional information is received the complaint file will be reopened.